Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the stylet could not be inserted into the pacing lead. The lead was not used. No patient complications have been reported as a result of this event.